Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 175 mg/dl at the time of the incident. The customer further reported issues related to tape not sticking. Troubleshooting was performed for the tape not sticking. The customer was advised to monitor problem and call back if issues persist. The reservoir will not be returned for analysis.